Manufacturer narrative:
Date of birth: unknown. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # 0500360000-2020-8006. Device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 2420-0007, and three caps were received by the customer for investigation. A device history record review could not be performed on model#: 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: upon visual inspection, it could be seen that a piece of tape was applied to the silicon segment of the tubing. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen. The customer's complaint of leaking from the IV line was verified root cause description: visual inspection under magnification was performed on the tubing, and a tear was observed in the silicon pumping segment where it connects to the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. Dimensional measurement confirmed the tubing to be within specification. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv leaked from the IV tubing during use. The following information was provided by the initial reporter, "primary IV tubing, heparin drip, found to be leaking during lexiscan stress test. Bag was empty, and large puddle of clear fluid found underneath IV pump infusing heparin, appearing to be leaking from the IV line. IV line clamped, and detached from the patient."